Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Block e1: (B)(6). A getinge field service engineer (fse) inspected the unit and determined that the issue was caused by a faulty pressure sensor adapter cable. The pressure signal disappeared during use. The fse replaced the pressure sensor adapter cable (d012-00-1815) resolved the issue, and the unit passed all tests and functioned normally. The unit passed all factory-specified performance and safety tests and has been delivered to the customer and is ready for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0012-00-1815 cable bp transducer adapter serial number n/a with a reported unit failure of during use of equipment bp signal will disappear and cannot be recognized. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0012-00-1815 cable bp transducer adapter serial number n/a into the cardiosave test fixture serial number (B)(6) and tested the cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Connected the cable to a patient simulator to achieve a blood pressure signal. The cardiosave was booted into clinical mode. A blood pressure signal of 120/80 was observed on the display. The fat dept. Stressed the cable in various locations on the cable. The fat dept. Could not replicate the complaint of the bp signal disappearing, after running the cardiosave for one hour. The cable passed testing. Probable cause of signal disappearing is not establishing a solid blood pressure signal from the patient, not zeroing the unit properly, or a weak blood pressure signal from the patient. Retaining the cable in the fat dept. Per procedure number 0002-07-d008 rev. Av.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had no pressure waveform when connected to the pressure sensor. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.